Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The missing scope connector tips may have caused excessive stress to the video connector terminals when inserting the scope, resulting in the terminals buckling. The instructions for use (IFU) states: do not apply excessive force to the light source and/or other instruments connected. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned for investigation, upon evaluation of the device, image display failure was confirmed due to a bent video connector pin. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the visera elite video system center video connector socket is broken. As a result, image was unable to be displayed. There was no patient involvement, no harm or user injury reported due to the event.